Manufacturer narrative:
Concomitant medical products: c2tr01 crt-p, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a syncopal episode and fell and hit their head. The physician was concerned about potential non-capture and oversensing by the right ventricular (rv) lead as dropped beats were noted on a holter monitor. Lead sensitivity was adjusted and the lead remains in use. No further patient complications have been reported as a result of this event.